Manufacturer narrative:
Products are scheduled to be returned but have not been received in yet at the time of this report. Therefore; this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4). No product returned at this time.

Event description:
Customer called about two belt alarms that will not make noise. Customer stated these were purchased at the beginning of 2022. No incidents or injuries, no gtin number located. The date the issue was discovered is unknown and no incident or serious injury was reported.

Event description:
Supplemental needed for additional information.

Manufacturer narrative:
Two sensor belts were received in for evaluation from the same lot number: 1153t071. One of the sensors was received with cable appeared to be pulled excessively from the rj-11 connector as the internal black and red wires were disconnected from the sensor pin outs. Scratch mark observed on the male belt buckle. The other sensor was received with rj-11 connector appeared to be damaged and or pulled as two of the sensor pin outs in the middle (pin 2 and 3) are coming out. Scratches observed on the sensor cable. Indentation marks on the female belt buckle. The evaluation did not confirm the reported issue of not making noise as the sensor belts continued to trigger the in-house 8345 unit to sound when the buckles were engaged due to disconnected wires and/or damaged rj-11 connector. After the rj-11 connectors were replaced with new ones, both sensor belts functioned as intended. Sound issues may cause false alarms, which will be a nuisance, but pose no risk to the patient. Additionally, it is likely that these issues will be discovered during device prep. The visual findings revealed signs that the rj-11 appeared to be pulled excessively leaving both sensor belts to trigger the unit to sound when it shouldn't. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number (B)(4).